Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure on (B)(6) 2025. A post-operative chest x-ray revealed a pneumothorax which required maintenance of pleural drainage. The event required no further medical intervention, no medications and no prolonged stay. The event was resolved on (B)(6) 2025. There was no report of a da vinci device malfunction or that a da vinci device caused or contributed to the event. The study investigator classified the event as mild severity and a clavien-dindo grade I and reported the event as not related to an investigational device, but possibly related to the investigational procedure, and possibly related to the patient's underlying disease status.

Manufacturer narrative:
Based on the information provided, there is no indication or report that a da vinci product caused or contributed to the incident. A system log review was not performed since there is insufficient or unconfirmed product/event information.